Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted within the duodenum of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not particularly tortuous. The size of the stricture could not be confirmed, however it was reported that the stent was the correct size for the stricture. During the stenting procedure, both direct visualization with an endoscope and fluoroscopy were utilized. It was reported that the metal stent came completely off the delivery system; however the distal tip of the stent did not fully expand. The physician checked the stent thirty minutes later; however the distal tip still was not fully expanded. No intervention was performed to post dilate the stent. The unexpanded stent was removed from the patient without complications using rat tooth forceps. On (B)(6) 2010, a competitor's device was used to successfully complete the procedure. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to ok.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4)- no code available (medical intervention required).(B)(4)- no code available (stent expansion issues).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.